Event description:
A malfunction was reported on a pump, with code malf 12 displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by instructing the customer on how to reset the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue returned, which they acknowledged and understood.